Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while cementing final implant the impactor got stuck on tibial baseplate. We pulled the implant an opened another. We impacted the second tibia by hand and there were no adverse affects or delays in case."